Event description:
It was reported that the patient presented into clinic after receiving inappropriate therapy due to noise. A lead issue was suspected. The lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 30.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.